Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 21mm aortic bi oprosthetic valve of the same model. The reason for the replacement was not reported. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported the reason for the replacement as a sizing issue. It was further reported that medtronic sizers were used during the implant, along with the barrel end. The patients annulus was felt to be between two different sizes, size 21mm and size 23mm. It was preference of the physician to implant the larger valve size for a better effective orifice area (eoa). The body surface area (bsa) chart was used for sizing and did not indicate a larger valve was needed. Pledgets were also used during the implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.